Event description:
It was reported that the patient "gets shocked" if she lays flat down in the bathtub. No further information was provided. If more information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).